Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was received at the service center. The reported suction problem was confirmed. The following repair activities were performed: tips and rubber feet worn out, covers broken, and corroded roller pump head. A batch record review has not been conducted for device because it was manufactured by fms in (B)(4). This facility was closed by the end of 2011. Depuy synthes mitek quality engineering proposes that lot history reviews for legacy fms products be performed only in the event that a trend relating to a specific batch/lot has been identified. Also, since legacy manufacturing no longer exists, and it is no longer possible to make process corrections or corrective actions these batch reviews are not done. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported during a shoulder procedure the fms duo+ had a suction failure. The procedure was completed using wall suction. There was no patient harm or delay in surgery. This is report 1 of 1 for (B)(4).